Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s high blood glucose reading at the time of the incident was 580 mg/dl and customer got reading of 45 mg/dl. Customer did not experienced any symptoms. Troubleshooting was declined by customer. No further patient complications were reported.